Manufacturer narrative:
(B)(4).

Event description:
During follow- up, there was a right ventricular over sensing (rvos) alert due to post paced t wave over sensing. The device was reprogrammed and the patient is in good condition.